Event description:
It was reported that the patients ipg had reach the end of life. It was noted that patient no longer received adequate stimulation. The patient underwent a full system replacement and patient was doing well postoperatively. The explanted device will not be returned as per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.